Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds. Subsequently, a echocardiogram was performed, a small effusion was noted and a lead perforation on the heart wall was suspected. The patient underwent a revision procedure and this lead was successfully repositioned. No additional adverse patient effects were reported. This product remains in-service.